Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant of the patient¿s implantable pulse generator (ipg), the patient developed superior vena cava (svc) syndrome whereby the patient¿s svc progressively occluded preventing adequate venous return from the patient¿s upper extremities. The patient experienced symptoms of head ache, elevated venous pressure in the head and upper extremities when bending forward. A decision was made to remove the transvenous leads to allow further venoplasty without damage to the pacing system and replace the devise with a leadless system. The right atrial (ra) lead was dislodged from the myocardium but could not be fully withdrawn and therefore was abandoned. A decision for laser extraction will be made at a later date. The right ventricular (rv) lead was also explanted. The system was replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.